Event description:
It was reported that patient received several vibratory notifier due to non-sustained lead noise episodes. It was noted that no true lead noise episodes were observed on the non-sustained lead noise episodes. All lead electrical parameters were normal except for capture threshold, which was suspected to be due to physiological reasons. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.